Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit due to a blood glucose level of over 450 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, intermittent altitude alarms occurred while the pump was not outside the labeled altitude operating range. Subsequently, the pump battery became hot to touch. The customer reverted to manual injections for insulin therapy.